Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that an increase in shock impedance measurements was seen when it come to this right ventricular (rv) lead, with the most change in measurements occurring the last six months. The physician elected to replace this rv lead given the increase in shock impedance measurements over the last six months. All other measurements were normal. The rv lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the distal segment was returned, due to the lead being severed 52cm from the distal tip. Visual inspection noted calcified body fluid on the distal shocking coils and helix housing. Laboratory analysis noted that depending on how much clarification was on the lead before the lead was explanted, the impedance measurements could have been affected.